Event description:
It is reported that the patient had PICC inserted. On (B)(6), the patient felt pain 5cm above the insertion site. After treatment for phlebitis, the patient turned better. On (B)(6), when doing chemotherapy, the pain came back again and even worse. When the nurse pulled out the catheter, leak was with the location at 3cm inside the insert site.

Manufacturer narrative:
The complaint of phlebitis is inconclusive. Products must meet stringent sterility and pyrogenicity testing requirements before they are released to distribution. The manufacturer maintains a validated sterilization cycle that ensures this product was sterile and non pyrogenic upon customer receipt; so long as the integrity of the manufacturer¿s sterile seal has not been compromised. Catheter related sepsis, phlebitis and intolerance reaction is listed in the product instructions for use as possible complications with indwelling vascular devices. A lot history review (lhr) of revg0317 showed no other similar product complaint(s) from this lot number.